Manufacturer narrative:
The gas delivery system (gds) was returned to the manufacturer for failure analysis. Customer complaint verified. The root cause was the failure of the airflow sensor, caused by u1 drifting out of calibration.

Manufacturer narrative:
G4:18feb2021. B4:12mar2021. The customer could not duplicate the issue. The remote service engineer (rse) advised the customer to run performance verification (pvt) to help diagnose if anything is wrong with the unit. The customer received test equipment, and the unit failed tests 5 and 6. The rse advised the replacement of flow sensor assembly. The customer reported a leak between the data acquisition (da) board printed circuit board and the flow sensor. After replacement, the customer responded there was still a leak in the o-rings. The customer tried replacing the printed circuit board but did not fix the issue. The customer resolved the issue by removing the flow sensor again. The customer identified the oxygen (o2) solenoid was not fully seated and adjusted. The unit was tested, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:06apr2021. B4:08apr2021. H11:b5: the customer's reported problem was low tidal volume. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2021 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the title volumes are not reading consistently. The customer could not duplicate the issue. The remote service engineer (rse) advised the customer to run performance verification (pvt) to help diagnose if anything is wrong with the unit. The unit was not in use, and there was no patient or user harm reported.